Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted, replaced and returned for normal battery depletion. No field allegations have been received against this product. This report was created due to laboratory analysis.

Manufacturer narrative:
Analysis is currently on-going. Upon completion of analysis this report will be updated.

Manufacturer narrative:
Upon receipt at (B)(4) laboratory, a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.